Event description:
It was reported that the patient presented for post op check. The atrial lead exhibited loss of sensing and loss of capture. The lead was imaged under fluoroscopy, and the atrial lead was noted in the right ventricle. The lead was repositioned successfully. The patient would be monitored normally.